Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of left lower extremity deep vein thrombosis (dvt) and was high risk for pulmonary embolism (pe). The filter was placed prior to possible thrombolysis therapy. During the implantation procedure, the filter was deployed in the immediate infrarenal ivc in good position. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter hook embedded in wall of the inferior vena cava (ivc), unsuccessful retrieval attempt, and the filter being unable to be removed. Per the patient profile form (ppf), there was an attempt to be remove the filter six months and twenty-one days post implantation. The patient also reports that the filter is tilted and to be suffering from pain at the insertion site in the groin, mental anguish, anxiety and clotting despite being on coumadin. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and thrombosis within the filter and vasculature do not represent a device malfunction. Groin pain does not represent a device malfunction and may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile form (ppf) indicates that the filter was attempted to be removed six months and twenty-one days post implantation. The patient also reports that the filter is tilted and to be suffering from pain at the insertion site in the groin, mental anguish, anxiety and clotting despite being on coumadin. According to the information received in the medical records, the patient had a history of left lower extremity deep vein thrombosis (dvt) and was high risk for pulmonary embolism (pe). The filter was placed prior to possible thrombolysis therapy. During the implantation procedure, the filter was deployed in the immediate infrarenal ivc in good position. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the legal department, a patient underwent placement of an optease vena cava filter on or about (B)(6) 2012. The filter subsequently malfunctioned and caused injury and damages to the plaintiff. Including, but not limited to, filter hook embedded in wall of the ivc, unsuccessful retrieval attempt, and filter is unable to be removed. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2012; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the reported filter tilt could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, plaintiff (B)(6) underwent placement of an optease vena cava filter on or about (B)(6) 2012. The filter subsequently malfunctioned and caused injury and damages to the plaintiff.  Including, but not limited to, filter hook embedded in wall of the ivc, unsuccessful retrieval attempt, and filter is unable to be removed. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.